Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was placed low and during the atrial threshold test, the atrial paces were capturing the ventricle. It was also noted that the ra lead undersensed the p-waves and instead sensing the qrs. The lead was revised and remains in use. No patient complications have been reported as a result of this event.